Manufacturer narrative:
Root cause couldn't be determined due to unavailability of sample/batch/lot number information. A complaint history (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable deura doc# rm370 and rev# 16 indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. H3 other text : see h10 manufacture narrative.

Event description:
Mat#: 305916 batch#: unknown it was reported by customer that they unable to dispense medication through the needle. Verbatim: rcc received a complaint via email. Email(s) attached. Unable to dispense medication through the needle. We had 4 out of 100 so far, but have not used all the needles yet as they went into our supply to use.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "unable to dispense medication through the needle. We had 4 out of 100 so far, but have not used all the needles yet as they went into our supply to use."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.